Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation. A proximal strut with radiopaque marker hoop was noted to be bent distally. Cine image review: a disk containing 43 series of cine images was received and reviewed. None of the cine series included cines of the damaged visi-pro stent. The series did include pre-dilatation of the targeted vessel anatomies and the implantation of three balloon expandable stents in the right common iliac. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the right, proximal common iliac artery using a visi-pro stent. Lesion type was calcified with moderate tortuosity and severe calcification. Artery diameter was 9 mm and lesion length was 30 mm. A 0.035" guidewire was used during procedure. It is reported that stent deformed in vivo during delivery through the vessel. Physician stated the lesion was highly calcified. Procedure was completed using a second visi-pro stent of the same size. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.